Event description:
It was reported that there was difficulty removing a catheter. Doctor tried to remove; however, the catheter most likely caught on a suture, and when he pulled, the catheter broke. Patient was fine and obtained relief from the pump.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the info provided by the initial reporter. It was indicated that the device will not be returned, and, therefore, not available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. It was reported that the catheter most likely was caught in the suture, and broken when pulled. Based on this info provided, the technique used in the removal of the catheter may have caused the reported incident. The directions for use contain a warning that states " do not suture through catheter to avoid catheter breakage during removal." In addition, I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks, entitled, "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." The bulletin was provided to the reporter of this complaint. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.